Event description:
The device has been explanted.

Manufacturer narrative:
Health effect - impact code: 2203. Device photo evaluation: visual analysis of the photographs identified, a device appears to be broken, syringes filled with gel are observed. Right side labeling. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
A patient reported they experienced the events of ¿rupture¿, ¿pains¿, ¿swelling in lymph nodes¿, and ¿inflammation of lymph nodes¿. The device remains implanted. This relates to the right side